Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the tissue pad was worn down and the tip had peeled off. It is likely that during the seal and cut output, nothing was being held between the gripping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out. Abnormal heat generated by wear on the gripping section and probe tip caused part of the tissue pad to tear and break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic total hysterectomy procedure, the tissue pad on the thunderbeat device was peeling off. There was no pad falling off inside the patient¿s body during the procedure. The intended procedure was completed successfully with an olympus backup device. There was no reported procedural delay. It was assumed by the customer that an error message had occurred, but it was not able to be confirmed. There was no report of patient harm associated with this event.